Event description:
It was reported that the 9800 system had no image from the camera. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.